Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. In addition, the pump is not delivering any insulin. Customer received a no delivery alarm. Customer ran insulin through the tubing and insulin does not come out. The customer's blood glucose was 460mg/dl, treated with a shot. Also, the customer stated the buttons are unresponsive at times, must press several times to make them respond. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The pump was received with intermittent button response due to a flattened dome switch on the bolus, esc, act, up arrow and down arrow buttons. The keypad connector was inspected and was locked on the lcd board. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error alarms. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked battery tube thread and a cracked reservoir tube lip.